Event description:
The subject device was used during an uncertain procedure. The probe tip of the device was broken and the probe fragment fell off inside the patient. The fragment was retrieved from the patient body. The procedure was continued with a different device. There was no patient harm reported without this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed with no irregularities. The exact cause of the reported event could not be conclusively determined at this time. Based on the similar cases with the same model, there is a possibility that the probe breakage occurred since the user output the device when the probe contacted with something hard or contacted with the metal part of the jaw because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.